Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the 8mm fenestrated bipolar forceps instrument broke at the endowrist and it continued to get caught on the cannula sheath. The instrument was unable to be removed from the cannula and had 3 lives left. There was no report of any delay or fragment falling into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found that the main tube of the instrument was broken. A piece measuring . 111" x .072" was not returned with the instrument. As a result, the instrument was returned with the cannula.